Event description:
The pt contacted lifescan (lfs) and reported that their surestep meter was readiang inaccurately high. Lfs milpitas was unsuccessful in obtaining further information regarding the event. Based on the initial information provided, the pt had a tested on their meter at 2:27pm with a result of 14.5 mmol/l (converted value of 261 mg/dl). Since their meter result was high, their family member gave their a glucobay pill (it is unknown if the pt was taking this pill as part of their daily diabetes regimen). The pt was feeling weak and was shivering. The paramedics were called and within 10 minutes, their meter result was 3.2 mmol/l (58 mg/dl). Pt was given glucose and taken to the hospital where pt was admitted overnight for hypoglycemia. Their diabetes regimen prior to the event consisted of 20 units of mixtard in the morning and 16 units of mixtard in the evening. Post release from the hospital, their dosage was decreased to 16 units in the morning and 12 units in the evening. Based on the information provided, there is no evidence that the product malfunctioned. The pt's meter results were high and did not match their symptoms and the emt meter result and treatment. This could be due to malfunction or use error. The glucobay pill given to the pt by their family member due to the high result on their meter may have contributed to their hypoglycermic state. Therefore, there is information to suggest that the pt experienced injury due to the meter.